Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. A visual inspection was performed with the following issues noted: discolored patient adapter. Leak testing performed with the following issues noted: leak between cap and dark blue connector. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem.

Event description:
It was reported by a baxter quality specialist that during evaluation of a returned sample from the customer in a related complaint, there was leakage from the junction between the cap and the dark blue connector of the transfer set. There was no patient injury or medical intervention reported. There was no patient injury or medical intervention. No patient involvement.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Event description:
A doctor reported a leak coming from the connection between a cap and the dark blue connector of the transfer set during use. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.